Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation flow: functional/device interaction. Visual inspection: the synframe holding base insulated f/or tab (p/n: 387.346, lot number: 1136249) was received at us cq. Visual inspection of the complaint device showed the large black screw handle was hard to turn and jammed when fully loosened. Functional test: a functional assessment was performed with the complaint device. One of the screw handles was hard to turn and jammed when loosened. The condition can be replicated. Dimensional inspection: a dimensional inspection was not performed due to internal components being inaccessible. Document/specification review: no design issues or discrepancies were identified. Complaint confirmed? Yes. Investigation conclusion: this complaint is confirmed as the device is difficult to use and jams when loosened. No root cause could definitively be determined for the reported complaint condition. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: part: 387.346, lot: 1136249, manufacturing site: haegendorf, release to warehouse date: aug. 27, 2002, expiry date: sep. 01, 2017. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date the 2 synframe table clamps keep getting stuck on the operation table rails and are very difficult to unscrew at the end of surgery. Or staff had to use vise grips to unscrew the clamps. It¿s happened several times. It was unknown if there was surgical delay. There was no patient consequence. This complaint involves two (2) devices. This is 2 of 2 for report (B)(4).